Event description:
Procedure was total robotic gastrectomy. We were using a covidien eea 25 mm x 4.8 mm circular stapler with orville anvil. The plastic ng tube part of the orville came off, with the metal part of the anvil. When the plastic part was passed down the esophagus, the metal part of the anvil was lodged in the pharynx. The metal anvil still had its green safety suture attached and anesthesia used a laryngoscope to view and dislodge the metal anvil.